Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 failed in pressure sensor test was not identified during the customer call. Biomed reported that pressure sensor fails in pressure test during pm and requested for part number. Advised biomed to contact com directly for pricing inquiries. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8100 had failed pressure sensor test. There was no patient involvement.